Manufacturer narrative:
Follow up information received on 01-feb-2016: essure health care provider uterine / tubal perforation questionnaire received. Patient was (B)(6). She was overweight. She had 2 previous pregnancies and deliveries. Spontaneous abortions, elective abortions, therapeutic abortions or ectopic pregnancies were denied as well as previous gynecological interventions, problems or procedures. She had no relevant medical history or concurrent conditions. On (B)(6) 2015 she had essure inserted. Cervical dilatation, sounding and analgesia with toradol and dilaudid were applied during insertion. Insertion was easy, despite some tubal spasm on left side. The visualization of the tubal ostium was also easy. Procedure did not take more than 20 minutes. She used nuvaring as back-up contraception. On (B)(6) 2015 hysterosalpingogram showed bilateral essure displacement and confirmed perforation. The perforation did not occur before deployment or after deployment. Patient was experiencing cramping and irregular vaginal bleeding. On (B)(6) 2015 she had a laparoscopic salpingectomy with coil retrieval performed. During surgery right essure was found in endometrial cavity and left coil in peritoneal cavity. Pathology results were negative for infection. Patient recovered from essure removal procedure and symptoms resolved after surgery. According to the reporter, essure removal was medically necessary and the condition was caused by essure. Patient was stable. Company causality comment: this spontaneous and medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and later a hysterosalpingogram showed both essures were displaced. She was submitted to a salpingectomy, the right essure was found in endometrial cavity and the left essure was in peritoneal cavity (perforation). These events are listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine/fallopian tube perforation during insertion. In this case, considering the close temporal relationship between the reported events and essure insertion and given their nature, causality with essure cannot be excluded. Since device removal was required, this case is regarded as incident. Non-serious event were also reported. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 02-nov-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in 2015 for permanent contraception. On (B)(6) 2015 hysterosalpingogram showed complete expulsion of right essure device into endometrial cavity. No portion of essure device was within fallopian tube on right side. The right fallopian tube was filled with contrast, although free spill was not seen during exam. The left essure device was not within the fallopian tube. It was within the left peritoneal cavity, anterior to the uterus. There was a complete filling of left fallopian tube with free intraperoneal with contrast. Patient was okay and surgical removal and tubes tied was planned. The product technical complaint investigation results which ptc number is (B)(4) was received on 22-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment this spontaneous and medically confirmed case report refers to a (B)(6) female consumer age who had essure (fallopian tube occlusion insert) inserted and later a hysteroslpingogram showed the left essure was not within the fallopian tube. It was within the left peritoneal cavity, anterior to the uterus. Patient was okay and surgical removal was planned. This event, seen as device dislocation, is serious due to medical importance and listed in the reference safety information for essure. Although in this case, the exact date and mechanism of this dislocation were not informed, considering its nature, the reported event is assessed as related to essure use and since an intervention will be required for device removal, this case is regarded as incident. Non-serious event were also reported. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.